Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a mid, 85% stenosed right coronary artery procedure, the lesion was pre-dilated with a non-specified balloon and during advancement the 3.5 x 8 mm xience prime had resistance and failed to cross the target lesion due to the patients anatomy. There was resistance during removal. Another 3.0 x 8 mm xience prime was successfully used to complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.